Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the cutter failed to cut at an unknown timing of surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the cutter. There was no information about patient impact.